Manufacturer narrative:
Device received with drive count or time values or changes incorrect for moving or coasting error during rewind due to gearbox jammed. Unable to confirm missing segments or partial display and unable to perform any tests due to drive count or time values or changes incorrect for moving or coasting error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 489 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump had driven count or time values or changes incorrect for moving or coasting, too slow or too fast error. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. Customer stated that insulin pump screen was black and white. The insulin pump will be returned for analysis.